Event description:
This report is based on information provided by philips bench tech and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating there was a charging button failure. There was reportedly no patient involvement. The bench tech evaluated the device at the repair facility. The diagnostics of the mrx defibrillator sn:(B)(6) performed in accordance with the service manual. During the testing it was determined that the battery performance is reduced (~19% of the original capacity - recommended >80%). Also was also determined that the device is out of technical support (since end of 2022) and no spare parts are available. The device will be returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.